Event description:
A customer reported an over-infusion while using an infusor elastomeric device. This event occurred during patient chemotherapy. The solution being infused was 5-fluorouracil (61.95ml) in combination with an unknown diluent (33.04 ml). The total fill volume of this device was 95 milliliters. The infusion concluded 10 hours prior to the expected time of completion. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.